Manufacturer narrative:
This event was reported to the FDA via a voluntary medwatch report. The report number is mw5066613. The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a sensor wire was used during a procedure (procedure date is unknown.) According to the complainant, the procedure was performed using fluoroscopy. During the procedure, two guidewires were used, the first guidewire was removed when the laser was used. After the stone was identified, the stone was crushed using the laser with 200 micron laser fiber as its settings, the fragments were then retrieved and the stent was placed. Before the scope was removed, visual inspection of the renal pelvis was performed and completed. Post procedure, it was found that the corewire of the guidewire was broken the tip of the guidewire was reportedly missing. It was unknown if the corewire just broke or if the laser caused it. Significant pain was felt in his left ureter. The patient went to a local emergency room and was transferred to another facility to surgically remove the retained segment from the guidewire, which was approximately 4-5 cm, used during the initial procedure for kidney stone removal. Should additional relevant details become available, a supplemental report will be submitted.